Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient presented for a device replacement procedure. Upon interrogation, the clinician received a battery performance alert (bpa) from the implantable cardioverter defibrillator and the device was confirmed to be on the bpa advisory. The device was explanted and replaced. The patient was in stable condition.